Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 13 mg/dl when the paramedics arrived. Customer stated that she works second shift and slept too long without eating causing the blood glucose to go low. Customer also stated that the received a failed battery test alarm and she was unable to removed the battery out of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.